Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported water filter not being replaced issue could not be determined, however, the issue was likely due to the user/facility not reading or following the instruction manual carefully and did not properly manage the water filter replacement per the IFU recommendations. Additionally, the reported foreign material in the hose connection part of the three-way valve was determined to likely be a mixture of protein and cellulose. A definitive root cause of the issue could not be determined, however, the foreign material was likely the result of the water supply pipes not being regularly disinfected in accordance with the IFU. The event can be detected/prevented by following the instructions for use which states: chapter 7 work to be done monthly or weekly as needed. 7.3 replacing the water filter (maj-2317) to prevent contamination of the rinse water, replace the water filter regularly, at least once every two months. Also, replace it if an error code [e01] is displayed due to insufficient water supply. 7.4 disinfection of water supply pipes be sure to disinfect the water supply pipes in the following cases. ¿ when using this device for the first time (after setting the water filter) ¿ if you replace the water filter. ¿ if it is determined that bacteria have entered the water supply pipes. ¿ if the device is stored for more than 14 days and then resumed use. Use the aceside disinfectant inside the device to disinfect the water supply pipes. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a black foreign substance resembling mold was found at the connection on the front inside and the water filter replacement deadline exceeded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, error code e81 occurred during reprocessing in oer-6. The three-way valve and the hose were removed. A black, mold like foreign substance was confirmed at the connection of the water filter. The water filter has not been replaced since it was installed at the time of delivery and has been used for about two and a half years. There were no reports of patient harm.